Event description:
Allegedly revised due to dislocated hip.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01441, 01442, 01444, 1445.

Manufacturer narrative:
Surgical notes were reviewed. The complaint database was also reviewed and analysis showed no trend for item/lot.